Event description:
It was reported the ball bearings were missing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found it to exhibit signs of repeated use and have both of components 42527991001 and 42527991002 disassembled / missing the components. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.